Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material was in the c-cover¿ and ¿foreign material was in the objective lens¿, were confirmed. A probable cause was that the device was returned to olympus without reprocessing at the facility and that foreign objects resembling corrosion remained on the device. It was confirmed by the customer that the facility did not use the loaner device provided and that no reprocessing had been performed until the repaired device was returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the device was manufactured. The suggested events could be prevented by handling the device in accordance with the following instructions for use (IFU): the reprocessing methods of cyf-vh are described in ¿cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, cysto-nephro videoscope, to the olympus service center for maintenance with no issues reported. Upon inspection and testing of the returned device, it was observed that foreign material resembling corrosion was found between c-cover (plastic distal end cover) and the objective lens. This report is being submitted for the reportable event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process and in addition to the malfunction stated in b5 the evaluation results are as follows: universal cord had coating peeling, video cable had coating peeling, video connector case had a crack, and forceps channel port had corrosion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.